Event description:
It was reported that this was the first guidewire (sn: (B)(4)) used in the procedure. After palin old balloon angioplasty (poba) when the physician attempted to removed the balloon catheter, the catheter got stuck to the wire and as a result, both the guidewire and catheter was removed together as a single unit. A second wire (sn: (B)(4)) was used and after stenting when the physician attempted to remove the catheter, it got stuck to the wire and the doctor got mad. A third wire was used and the procedure was completed. As per the additional information provided, no visual damage was observed on the device prior to use. The lesion treated was a tandem lesion, coronary #7 with 90% occlusion and highly calcified. After crossing the lesion, a small resistance was felt. The device was not broken into 2 pieces and no protruding parts were observed. No vessel or other injury was reported and the patient was discharged as expected.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device (sn: (B)(4)) was reviewed and the device met all quality and manufacturing release criteria. To date, one other complaint (sn: (B)(4)) regarding this same lot and this same problem was found. The complaint device has not been returned to the manufacturer so a device evaluation has not been performed yet. A supplemental report will be submitted when the manufacturer's investigation is completed.